Event description:
Additional information was received which noted that the shock vector was reprogrammed to distal coil to can, and the shock impedance measurements were normal in that vector. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.